Event description:
I felt a sharp painful contact go through my lower back and neck during an MRI at the radiology center of (B)(6) in (B)(6). I am under the care a medical dr concerning the injury caused by this MRI medical device.